Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31233. It was reported the patient was experiencing irritation at the lead site. Reportedly, patient exercises frequently. Surgical intervention was undertaken wherein the both leads were explanted, and new leads were implanted. Physician elected to move the placement of new leads to address the reported issue.